Event description:
It was reported by the affiliate that when the device, with reload cartridges, was used during a total gastrectomy procedure, the patient showed signs of post-op complications and was reoperated on 48 hours after the procedure. An incomplete staple line was found at that time. The patient is recovering in the intensive care unit. The devices were discarded.